Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported two catheter leaks had occurred. A revision occurred on (B)(6) 2014 in which they tried to fix the catheter. A blood patch procedure occurred on (B)(6) 2014 but did not work. On (B)(6) 2014 the system was removed from the patient. It was noted the pump had not been filled yet. Troubleshooting, cause of the catheter leaks, and patient outcome information were requested but not available at the time of this report. If additional information is received, a follow-up report will be sent.